Event description:
It was reported that the device had leaked medication. The customer provided pictures showing what appeared to be condensation on the cassette. The issue occurred during patient use, and chemotherapy medication was observed to have leaked onto the patient bed.

Manufacturer narrative:
D4: expiration date and UDI, h4: manufacture date are unknown, the exact lot number is unknown. Possible lot numbers include: 6085516 and 6082334. This file was originally incorrectly filed under registration number mrn 9617604-2025-00253. The date of that submission was 01-oct-2025. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg:12-nov-2025. H3: five photos were attached to the complaint. Visual inspection found no discrepancies in the photos received. In addition, twenty (20) cassettes from part number 21-7302-24, lot number 6085516 were received for evaluation. The samples were received in non-used conditions, decontaminated, with their original packaging and inside in a plastic bag. Functional testing of the samples was performed where the samples were filled with 100, ml of colored water using a syringe to detect any leak and as a result, no leak or functional issue was detected in the samples received. The customer complaint was not confirmed in the devices received.